Manufacturer narrative:
The customer verified that the slidemaker slide label is properly seated on the slide and only one label is on the slide. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse inspected the analyzer, performed instrument verification, and found no issues with the instruments performance. The root cause is unknown for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the manual white blood count (wbc) scan and the manual platelet slide estimates produced from the lh 750 slidemaker analyzer did not match the results produced on the lh750 analyzer for the same specimen ID. No erroneous results were reported out of the laboratory. The same specimen was run on a second lh750 instrument with the slidemaker. Per the customer, the wbc results matched on both instrument reports for the lh750 instruments. The manual estimation of the wbc and platelet results from the second lh750 instrument slidemaker prepared slide matched the initial lh750 analyzer instrument results, which the customer considers correct. The results, provided by the customer. There was no death, injury, or change to patient treatment associated with this event.